Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose event on 16-feb-2026. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. The patient was removed air multiple times before filling with insulin. No further information is available.